Event description:
It was reported, "the patient was placed on the left side of powerpicc solo on (B)(6), 2023, and used it normally during the period. (B)(6) 2024, re-admitted to the hospital for catheter normal maintenance, the patient had no complaints of discomfort, (B)(6) after about 50ml of infusion in the left upper arm, he felt local swelling, the left upper arm was swollen, the blood was withdrawn unobstructed, the infusion was suspended and reported to the doctor, unilateral vascular ultrasound examination was performed according to the doctor's instructions, no thrombosis was found, and the slow infusion was continued according to the doctor's instructions, and the swelling of the left upper limb arm was found to be aggravated. The patient complained of local swelling and pain during the sealing, and the patient was instructed to elevate the left upper limb and continue to be observed. (B)(6) observe that the swelling of the left arm is relieved compared with before, accompany the patient to the vascular access center for consultation, the results of the consultation: ruled out thrombosis and catheter ectopia, consider whether the catheter is damaged, after routine disinfection, pre-flush the catheter, and flush while pulling out, and find that the catheter is damaged (transverse rupture) at 2.5cm in the body. The catheter is completely removed and the catheter is intact. Catheterization and maintenance of the main situation: (B)(6) 2023 catheterization, recording depth 42.5cm, exposed 1cm. (B)(6) 2023, 2cm exposed. On (B)(6) 2024, when admitted to the hospital, I could not draw back blood during the evaluation, and after taking the radiograph, the tip of the catheter was folded backwards to the upper right, and the processing result was that 3cm was pulled out outwards and 5cm was exposed. Exposed 5 cm to final extubation. The patient has been discharged."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7cm and 8cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h11.

Event description:
It was reported, "the patient was placed on the left side of powerpicc solo on (B)(6) 2023, and used it normally during the period. (B)(6) 2024, re-admitted to the hospital for catheter normal maintenance, the patient had no complaints of discomfort, (B)(6) after about 50ml of infusion in the left upper arm, he felt local swelling, the left upper arm was swollen, the blood was withdrawn unobstructed, the infusion was suspended and reported to the doctor, unilateral vascular ultrasound examination was performed according to the doctor's instructions, no thrombosis was found, and the slow infusion was continued according to the doctor's instructions, and the swelling of the left upper limb arm was found to be aggravated. The patient complained of local swelling and pain during the sealing, and the patient was instructed to elevate the left upper limb and continue to be observed. (B)(6) observe that the swelling of the left arm is relieved compared with before, accompany the patient to the vascular access center for consultation, the results of the consultation: ruled out thrombosis and catheter ectopia, consider whether the catheter is damaged, after routine disinfection, pre-flush the catheter, and flush while pulling out, and find that the catheter is damaged (transverse rupture) at 2.5cm in the body. The catheter is completely removed and the catheter is intact. Catheterization and maintenance of the main situation: (B)(6) 2023 catheterization, recording depth 42.5cm, exposed 1cm. (B)(6) 2023, 2cm exposed. On (B)(6) 2024, when admitted to the hospital, I could not draw back blood during the evaluation, and after taking the radiograph, the tip of the catheter was folded backwards to the upper right, and the processing result was that 3cm was pulled out outwards and 5cm was exposed. Exposed 5 cm to final extubation. The patient has been discharged."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.